Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead oversensed noise. The lead was explanted and replaced. There were no patient consequences.